Event description:
Customer reported that a patient received one of these cvc for conditioning therapy as part of allogeneic stem cell transplantation. Unfortunately, this resulted in a chemo extravasation. The patient had already received amsacrine through the cvc and the infusion with cytarabine was just started when it was noted that yellowish liquid was leaking at the cvc injection. On request, patient reported that she had probably already felt slight pain in the area of the insertion site during the infusion of amsacrine but did not inform anyone of this fact. During the morning round before the amsacrine infusion was stared, the doctor palpated the cvc and the patient stated that she did not feel any pain. The cvc was therefore removed immediately. Yellowish liquid then came out of the insertion site and the catheter showed a yellowish discoloration. Therapy was then carried out according to extravasation instructions for tissue necrotizing substances. Due to the larger tissue defect to be expected from extravasation, the stem cell transplantation had to be postponed indefinitely.the patient's condition is reported as stable.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for evaluation. The box clamp was located about halfway down the catheter body. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter body measured to be 326 mm which is within specifications of 310-330 mm per product drawing. The returned catheter was tested for liquid leakage. The catheter was attached to a leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter; therefore, the sample passed functional testing. All 4 extension lines were tested. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "dress according to institutional policies, procedures, and practice guidelines. Change immediately if the integrity becomes compromised e.g. Dressing becomes damp, soiled, loosened or no longer occlusive." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Additional information: the customer reports the patient felt t-shirt soaked. A fist-sized swelling was noted around the puncture site. It is unclear how the extravasation could have happened. The placement of the cvc position was checked by CT thorax at time of insertion.

Event description:
Customer reported that a patient received one of these cvc for conditioning therapy as part of allogeneic stem cell transplantation. Unfortunately, this resulted in a chemo extravasation. The patient had already received amsacrine through the cvc and the infusion with cytarabine was just started when it was noted that yellowish liquid was leaking at the cvc injection. On request, patient reported that she had probably already felt slight pain in the area of the insertion site during the infusion of amsacrine but did not inform anyone of this fact. During the morning round before the amsacrine infusion was stared, the doctor palpated the cvc and the patient stated that she did not feel any pain. The cvc was therefore removed immediately. Yellowish liquid then came out of the insertion site and the catheter showed a yellowish discoloration. Therapy was then carried out according to extravasation instructions for tissue necrotizing substances. Due to the larger tissue defect to be expected from extravasation, the stem cell transplantation had to be postponed indefinitely. The patient's condition is reported as stable.